Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Per tech dealer alleges the user is claiming they are having trouble turning off.